Manufacturer narrative:
E1: facility name (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was 3.3 ml left and less than 0.0 ml remained after the pharmacy tried to draw out the remaining cadd cassette. Per reporter, the pump was being removed from use. The cassette was disposed of in the chemo bin after disconnection. The event occurred while in use with a patient at the patient¿s home. No patient harm/adverse event reported.

Manufacturer narrative:
Concomitant products: updated. Investigation summary: no device was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.